Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm a33. Customer's blood glucose was unknown mg/dl. The customer stated that she was trying to fill tubing and got an alarm. The customer stated that no damage to drive support cap and the device was not dropped or bumped . The customer was advised that the device would be replaced. The customer has been advised that a new loaner pump must be reprogramed.

Manufacturer narrative:
The insulin pump alarmed prime during the basic occlusion test due to loose/protruded drive support disk. The insulin pump had minor scratches on lcd window, cracked lcd window, cracked case at display window corner, cracked reservoir tube lip, cracked case at reservoir tube window corners and missing end cap sticker.